Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacture record evaluation cannot be conducted because no specific product information such as lot number is available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure in (B)(6) 2019 with a thermocool smart touch bidirectional catheter and suffered cardiac tamponade. Under a separate complaint (bwi complaint # (B)(4)), information was received indicating this patient experienced a cardiac tamponade during another procedure some time in (B)(6) 2018. Multiple attempts were made to obtain additional information about the event which occurred in (B)(6) 2018; however, no additional information is available. Therefore, biosense webster inc. Is taking a conservative approach and reporting the event which occurred in (B)(6) 2018 under this complaint (bwi complaint # (B)(4)) against a generic product. The event reported under bwi complaint # (B)(4) has been reported to FDA under MDR # 2029046-2019-03193. There¿s no information regarding medical/surgical intervention, extended hospitalization, patient¿s outcome or physician causality opinion. No bwi product malfunctions were reported. Should any new information be obtained it will be assessed and processed accordingly.